Event description:
In performing a gastroscope on this pt a piece of plastic tubing that threads the ligator was introduced into the pt's stomach. It was retrieved. Investigation revealed that the previous pt that the gastroscope was used on had also had a band ligator used. The piece of tubing from the band ligator had come off and remained in the gastroscope undetected. The gastroscope had been sterilized between the two pts.